Event description:
The patient was discharged to home following primary right tha. Patient fell in home on (B)(6) 2012 and was told to go to the emergency room if unable to weight-bear or pain was unbearable. Patient returned to the or on (B)(6) 2012 and was revised.

Event description:
The patient was discharged to home following primary right tha. Patient fell in home on (B)(6) 2012 and was told to go to the emergency room if unable to weight-bear or pain was unbearable. Patient returned to the or on (B)(6) 2012 and was revised.

Manufacturer narrative:
It was noted that the device, medical records and x-rays would not be provided for evaluation due to hospital policy. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was not confirmed. The exact cause of the event could not be determined, however it is stated in the event description that the patient underwent revision surgery 2 days post initial surgery and a traumatic event was reported (i.e. Patient fell). Therefore the traumatic event may have contributed to the reported event. Further information such as pre- and post-operative x-rays and the primary & revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.